Event description:
Reporter alleged blood glucose measured 306 mg/dl at 6:33 am back to back with a result of 147 mg/dl taken at 6:43 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.